Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited inadequate capture, high pacing impedance. Fracture was suspected, but not able to be confirmed via x-ray. The lead was extracted on (B)(6) 2025 and replaced. The patient was stable.

Manufacturer narrative:
Correction: age erroneously reported as 66, now updated to 65